Event description:
Imed pump malfunctioned. Pt had no untoward effects. Pump checked by bio-med, found to have a problem with channel a- pumping mechanism probably cracked. Sent to alaris for further evaluation.